Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the recharger 97755 intellis rtm s/n: (B)(6) revealed no issues with the device or its ability to charge the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the last couple of months their controller screen will go black and unresponsive. Pt said this doesn't just happen while charging their implant. Pt said they reset their controller and that usually resolves the issue, but the issue keeps happening. Pt said that the controller screen will also be very dim at times and the display is hard to make out. The pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. Pt said that their implant battery and controller battery were both at 100%. Pt mentioned that they have never had this happen before and they have had many implants. Pt made no allegations against past implanted devices. No symptoms were reported. Additional information received. Pt called back stating they received their replacement controller and are still having the same issues that were previously reported and documented in this ca se. Pt stated they were charging their implant and it took over 2 hours to charge from 30-90%. Pt also stated that replace batteries displays while charging their implant and it is taking too long to charge. Pt confirmed no visible damage to the recharger. Additio nal information was received from a patient (pt) regarding an external device. Pt called back from number registered re-reporting information previously documented in this case. Pt said they have had their equipment replaced but was still experiencing trouble with recharging. Pt said it was taking a long time to charge and took 2 hours to get from 30-50% and said their charging issues had been going on for nearly a year. Pt said their controller would also freeze up when trying to recharge their ins and said the check position and recharge options in their menu were grayed out. Pt said when they reset their controller it typically resolves the issue. Pt inspected the recharger (rtm), controller port, battery and battery compartment; pt said they all looked good. Pt said the rtm gets warm while recharging but not hot. The pt mentioned that their previously replaced rtm resolved the issue of the batteries message that was appearing.